Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrs(3), lot r022 and crrid, lot id100, and also on returned crrs(3), lot r022. The returned patient's samples ( from the same patient but collected on different dates) were tested with retention crrs(3), lot r022 and selected fy(a+b+), fy(a-b+) and fy(a+b-) from retention crrid, lot id100. The patient's samples were nonreactive in all testing. The returned samples were tested in hemagglutination tests with selected fy(a+b+), fy(a-b+) and fy(a+b-) from retention panocell-20, lot 13600, using immuadd as the potentiator. The samples exhibited microscopic reactivity with fy((a+b-) and fy(a+b+) reagent red cells. The events appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative reactions when testing a patient sample containing anti-fya on the echo with capture-r ready screen (3) and capture-r ready ID.